Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number 6005602 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Manufacturer narrative:
E1: phone (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was leaking with the 100ml cassette, noticed after compounding. The leak was noticed after addition of saline and drug after airing out the cassette. Order required to compound hydromorphone drug. There was no patient involvement.

Manufacturer narrative:
D9 - date returned to mfg: 12/10/2024. One used device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a leak. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.